Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required, high pacing threshold measurements, intermittent loss of capture, and intermittent loss of sensing. It was noted that the thresholds had been elevated since shortly after implant and had progressively increased. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.